Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report numbers: 3013886523-2023-00315. A physician reported a certas valve (828804) was implanted via lumbar peritoneal (lp) shunt on (B)(6), 2022 with setting 2. The valve was used with the silascon® lumbar catheter (manufactured by kaneka, product code: 702-jj), and peritoneal catheter (823045) with unknown serial number. On (B)(6), 2022, the patient's symptoms worsened. An enlargement of the ventricles and subcutaneous cerebrospinal fluid retention were confirmed. The patient was diagnosed with meningitis. The setting was changed from 2 to 1, however the patient's hydrocephalus did not improve. On (B)(6), 2023, the shunt system was removed. When the catheter was removed from the abdominal cavity with the valve and lumbar catheter left in place, the reservoir remained depressed and did not return despite pumping. There were no obstructions of the lumbar catheter and abdominal catheter. The patient is currently under observation with ventricular drainage. The valve was removed on (B)(6), 2023 and was not replaced. According to information provided, it is unknown if there is an obstruction with the valve. It is also unknown if the infection is related to the device or if anything happens during the recent procedure that may have caused or contributed to infection.

Event description:
N/a.

Manufacturer narrative:
Unique device identification (UDI): (B)(4). The certas valve (ID 828804) was returned for evaluation. Failure analysis - the valve was visually inspected; no defects were noted. The valve was hydrated. The valve passed the test for programming, occlusion, leaks, reflux, siphon guard and pressure. Root cause - no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. However, a possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve, at the time of investigation no function issues were noted.